Event description:
A customer contacted beckman coulter regarding an elevated accu tnl result from a pt that was generated by the access 2 instrument. The customer indicated that the elevated result was obtained from a serum sample. The customer did not provide the actual accu tnl result. The customer indicated that based on the elevated accu tnl result, the pt underwent a coronary angiography procedure. Results of the coronary angiography procedure indicated no pathological findings. No additional pt or event info was provided by the customer. There has been no change to pt treatment or any injury that can be attributed to this event.